Event description:
The bovie was set on 40/40. The scrub technician went to wipe the bovie tip, and noticed that the covering on the tip had melted. Staff exchanged the bovie tip to a needle point tip, and lowered the bovie setting to 20/20. The bovie pencil continued to be used with the new tip, and no further incident occurred. The melted tip was saved, and the lot was returned to the manufacturer.